Manufacturer narrative:
Image review : xrays provided show, l4-s1 posterior spinal fusion. L4-5 spondylolisthesis present. Cage is positioned too posteriorly. There is lucency around the l4 screw and a paucity of present. Hardware failure is secondary to undersized screws <(>&<)> poorly positioned implant without corrections of deformity.

Manufacturer narrative:
(B)(3). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent interbody fusion l3-s1. Post-op, bone fusion was not achieved because of looseness of cage. As a result, lumbar spinal canal stenosis was reoccurred. Cage was placed at l4/5 in l4/s(not l3/s) fixation had not been achieved bony union. Therefore, it was removed anteriorly and olif cage was placed in a revision surgery.